Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the catheter leaked during a procedure.

Event description:
The customer reports: the catheter leaked during a procedure.

Manufacturer narrative:
(B)(4). The customer returned an opened ra-04020 set containing a single radial arterial (ra) catheter for evaluation. Dried blood was observed on the catheter and within the catheter lumen. The customer returned an opened ra-04020 set containing a single radial arterial (ra) catheter for evaluation. Dried blood was observed on the catheter and within the catheter lumen. The catheter body length, and the catheter body inner and outer diameters were measured and were found to be within specification. The catheter was leak tested. With the distal end of the catheter occluded , water was injected into catheter to a pressure of 45psi and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed on the catheterization device, including the ra catheter and no relevant manufacturing issues were identified. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned ra catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the catheter leaked during a procedure.